Manufacturer narrative:
The patient's product details could not be confirmed as of the date of this report. (B)(4).

Event description:
Per the patient's surgeon, the patient experienced recurrent skin overgrowth at the abutment site, subsequently on (B)(6) 2017 the patient was placed under general anesthesia and underwent skin revision during an abutment change. IV antibiotics were administered.